Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data sync service took a long time to generate messages to send to stations. A technical support specialist enabled query recompilation using ka, which resolved the issue, and the issue has not reoccurred. The system functioned as intended after the technical support specialist trouble shot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server system was in disconnect mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.